Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no alarms at the central station (philips information center ix). No adverse event or patient harm was reported.